Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a motion sensor test failure from his insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that he went to the hospital to receive an rx for novalog and lantus. The customer stated that he took out his infusion set and changed it and received the motion sensor test failure alarm. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarmed during rewind, isolated to mother board. The insulin pump was unable to perform functional test including self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window.